Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area/ chronic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, multiparous, multigravida and parity 3. Previously administered products included for an unreported indication: prenatal vitamins, ranitidine, loratadine and ondansetron. Concurrent conditions included endometriosis, cramp in lower abdomen, vaginal yeast infection, itching, bladder pain, increased urinary frequency, urinary urgency, allergic rhinitis, irregular menstrual cycle, pelvic discomfort, libido decreased, weight gain, abdominal pain, lymphadenopathy, prehypertension, gastroenteritis, folliculitis, dizziness, vulvovaginal candidiasis, hyperplasia, stress incontinence, female, paratubal cyst and upper respiratory tract infection. Concomitant products included cetirizine, esomeprazole, esomeprazole, ethinylestradiol;levonorgestrel (levlen), ethinylestradiol;levonorgestrel (ovral-lo) from july 2010 to november 2010, ibuprofen from june 2010 to september 2014, loratadine, pseudoephedrine sulfate (claritin-d allergy), oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride) from april 2013 to september 2014 and ranitidine. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"), 2 months 3 days after insertion of essure. In october 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with ciprofloxacin, clotrimazole, fluconazole, leuprorelin acetate (lupron), naproxen, phenazopyridine and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, anxiety, depression, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: aug-2011, (B)(6) 2010 received treatment for: pelvic/abdominal, dysmenorrhea, menorrhagia (heavy menstrual bleeding) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, urinary tract infection, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Event abdominal pain was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area/ chronic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, multiparous, multigravida and parity 3. Previously administered products included for an unreported indication: prenatal vitamins, ranitidine, loratadine and ondansetron. Concurrent conditions included endometriosis, cramp in lower abdomen, vaginal yeast infection, itching, bladder pain, increased urinary frequency, urinary urgency, allergic rhinitis, irregular menstrual cycle, pelvic discomfort, libido decreased, weight gain, abdominal pain, lymphadenopathy, prehypertension, gastroenteritis, folliculitis, dizziness, vulvovaginal candidiasis, hyperplasia, stress incontinence, female, paratubal cyst and upper respiratory tract infection. Concomitant products included cetirizine, esomeprazole, esomeprazole, ethinylestradiol;levonorgestrel (levlen), ethinylestradiol;levonorgestrel (ovral-lo) from (B)(6) 2010 to (B)(6) 2010, ibuprofen from june 2010 to september 2014, loratadine, pseudoephedrine sulfate (claritin-d allergy), oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride) from (B)(6) 2013 to (B)(6) 2014 and ranitidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"), 2 months 3 days after insertion of essure. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with ciprofloxacin, clotrimazole, fluconazole, leuprorelin acetate (lupron), naproxen, phenazopyridine and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, anxiety, depression, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2010 received treatment for: pelvic/abdominal, dysmenorrhea, menorrhagia (heavy menstrual bleeding) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, urinary tract infection, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Event abdominal pain outcome added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pain pelvic area/chronic pain'). In a 35-year-old female patient who had essure (batch no. 708872), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gerd, multiparous, multigravida, parity 3, spotting vaginal, vaginal discharge, dyspnea, abdominal pain, back pain, lightheadedness, urinary tract infection, shellfish allergy, esophageal reflux and allergic rhinitis. Previously administered products, included for an unreported indication: prenatal vitamins, ranitidine, loratadine and ondansetron. Concurrent conditions included: endometriosis, cramp in lower abdomen, vaginal yeast infection, itching, bladder pain, increased urinary frequency, urinary urgency, allergic rhinitis, irregular menstrual cycle, pelvic discomfort, libido decreased, weight gain, abdominal pain, lymphadenopathy, prehypertension, gastroenteritis, folliculitis, dizziness, vulvovaginal candidiasis, hyperplasia, stress incontinence, female, paratubal cyst and upper respiratory tract infection. Concomitant products included: cetirizine, docusate sodium (colace), esomeprazole, esomeprazole, ethinylestradiol; levonorgestrel (levlen), ethinylestradiol; levonorgestrel (ovral-lo) from (B)(6) 2010, ferrous sulfate (ferrous sulphate), ibuprofen from (B)(6) 2010 to (B)(6) 2014, loratadine, pseudoephedrine sulfate (claritin-d allergy), macrogol 3350 (miralax), oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride) from (B)(6) 2013 to (B)(6) 2014 and ranitidine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"), (B)(6) months (B)(6) days after insertion of essure. On (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with ciprofloxacin, clotrimazole, fluconazole, leuprorelin acetate (lupron), naproxen, phenazopyridine and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain was resolving. The vaginal haemorrhage, urinary tract infection, vaginal infection and dyspareunia had resolved. And the menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted, in insertion dates: (B)(6) 2011, (B)(6) 2010. Received treatment for: pelvic/abdominal, dysmenorrhea, menorrhagia (heavy menstrual bleeding). Left: 3 coils, right: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, total bilateral occlusion. Essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: menorrhagia, dysmenorrhea, urinary tract infection, pelvic pain, dyspareunia. Lot number#: 708872. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area/ chronic pain') in a 35-year-old female patient who had essure (batch no. 708872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, multiparous, multigravida, parity 3, spotting vaginal, vaginal discharge, dyspnea, abdominal pain, back pain, lightheadedness, urinary tract infection, shellfish allergy, esophageal reflux and allergic rhinitis. Previously administered products included for an unreported indication: prenatal vitamins, ranitidine, loratadine and ondansetron. Concurrent conditions included endometriosis, cramp in lower abdomen, vaginal yeast infection, itching, bladder pain, increased urinary frequency, urinary urgency, allergic rhinitis, irregular menstrual cycle, pelvic discomfort, libido decreased, weight gain, abdominal pain, lymphadenopathy, prehypertension, gastroenteritis, folliculitis, dizziness, vulvovaginal candidiasis, hyperplasia, stress incontinence, female, paratubal cyst and upper respiratory tract infection. Concomitant products included cetirizine, docusate sodium (colace), esomeprazole, esomeprazole, ethinylestradiol;levonorgestrel (levlen), ethinylestradiol;levonorgestrel (ovral-lo) from (B)(6) 2010 to (B)(6) 2010, ferrous sulfate (ferrous sulphate), ibuprofen from (B)(6) 2010 to (B)(6) 2014, loratadine, pseudoephedrine sulfate (claritin-d allergy), macrogol 3350 (miralax), oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride) from (B)(6) 2013 to (B)(6) 2014 and ranitidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"), 2 months 3 days after insertion of essure. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with ciprofloxacin, clotrimazole, fluconazole, leuprorelin acetate (lupron), naproxen, phenazopyridine and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain was resolving, the vaginal haemorrhage, urinary tract infection, vaginal infection and dyspareunia had resolved and the menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2010. Received treatment for: pelvic/abdominal, dysmenorrhea, menorrhagia (heavy menstrual bleeding). Left: 3 coils, right: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, urinary tract infection, pelvic pain, dyspareunia. Lot number: 708872. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, lot number, concomitant medications, rcc added. On (B)(6) 2021: no new significant information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area/ chronic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, multiparous, multigravida and parity 3. Previously administered products included for an unreported indication: prenatal vitamins, ranitidine, loratadine and ondansetron. Concurrent conditions included endometriosis, cramp in lower abdomen, vaginal yeast infection, itching, bladder pain, increased urinary frequency, urinary urgency, allergic rhinitis, irregular menstrual cycle, pelvic discomfort, libido decreased, weight gain, abdominal pain, lymphadenopathy, prehypertension, gastroenteritis, folliculitis, dizziness, vulvovaginal candidiasis, hyperplasia, stress incontinence, female, paratubal cyst and upper respiratory tract infection. Concomitant products included cetirizine, esomeprazole, esomeprazole, ethinylestradiol;levonorgestrel (levlen), ethinylestradiol;levonorgestrel (ovral-lo) from july 2010 to november 2010, ibuprofen from june 2010 to september 2014, loratadine, pseudoephedrine sulfate (claritin-d allergy), oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride) from april 2013 to september 2014 and ranitidine. On 6-aug-2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On 8-oct-2010, the patient experienced vaginal infection ("vaginal infection"), 2 months 3 days after insertion of essure. In october 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On 29-nov-2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with ciprofloxacin, clotrimazole, fluconazole, leuprorelin acetate (lupron), naproxen, phenazopyridine and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on 10-apr-2013. At the time of the report, the pelvic pain and abdominal pain was resolving, the vaginal haemorrhage, urinary tract infection, vaginal infection and dyspareunia had resolved and the menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: aug-2011, 06-aug-2010 received treatment for: pelvic/abdominal, dysmenorrhea, menorrhagia (heavy menstrual bleeding) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-dec-2010: total bilateral occlusion. Essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, urinary tract infection, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received pain, bleeding, bladder/urinary problems outcome added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, multiparous, multigravida and parity 3. Previously administered products included for an unreported indication: prenatal vitamins, ranitidine, loratadine and ondansetron. Concurrent conditions included endometriosis, abdominal pain lower, vaginal yeast infection, itching, bladder pain, increased urinary frequency, urinary urgency, allergic rhinitis, irregular menstrual cycle, pelvic discomfort, libido decreased, weight gain, abdominal pain, lymphadenopathy, prehypertension, gastroenteritis, folliculitis, dizziness, vulvovaginal candidiasis, hyperplasia, stress incontinence, female, paratubal cyst and upper respiratory tract infection. Concomitant products included cetirizine, esomeprazole, esomeprazole, ethinylestradiol; levonorgestrel (levlen), ethinylestradiol; levonorgestrel (ovral-lo) from (B)(6) 2010 to (B)(6) 2010, ibuprofen from (B)(6) 2010 to (B)(6) 2014, loratadine, pseudoephedrine sulfate (claritin-d allergy), oxycodone hydrochloride; paracetamol (acetaminophen; oxycodone hydrochloride) from (B)(6) 2013 to (B)(6) 2014 and ranitidine. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"), 2 months 3 days after insertion of essure. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). The patient was treated with ciprofloxacin, clotrimazole, fluconazole, leuprorelin acetate (lupron), naproxen, phenazopyridine and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, anxiety, depression, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, urinary tract infection, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs & medical record received: reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs and treatment drugs were added. New events - abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, vaginal, psychological or psychiatric problems condition: anxiety, depression & mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Outcome of previously added event pelvic pain was updated to recovering/resolving. Case is now incident. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.